Event description:
It was reported that the upon interrogation, the pulse generator displayed an elective replacement indicator message, while battery values indicated beginning of life. The pulse generator was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.